Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg there was tube extenders with molding defects that can be used. This event occurred 24 times. The following information was provided by the initial reporter. The customer stated: "the tubes were deformed prior to use. Two deformed tubes were used for collection and the deformity was picked up in the testing lab."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to deformed tubes as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged tubes( deformed). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg there was tube extenders with molding defects that can be used. This event occurred 24 times. The following information was provided by the initial reporter. The customer stated: "the tubes were deformed prior to use. Two deformed tubes were used for collection and the deformity was picked up in the testing lab."